Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge. Tandem technical support educated customer regarding the filling process for the cartridge. Customer continued using current cartridge. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.